Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-03741 covers the patient being unconscious and the pump stop. It was reported that the patient came home and checked their pump as per their routine; pump parameters and the self test were normal. However, a few minutes later the patient's pump alarmed with a "red" alarm and displayed "change controller and contact the hospital". As the patient's spouse began to prepare the back-up system controller, the patient was in the process of disconnecting one of the battery leads and they suddenly became lightheaded and passed out. The patient began to slip off the couch, but the patient's spouse managed to catch the patient and gently slide them to the floor. It took a couple minutes until to connect the patient back to their equipment; however, in the meantime the patient became cyanotic with a right-sided facial droop. The battery was re-connected, and the patient took a deep breath and became conscious. The patient denied symptoms prior to the alarm and denied any shocks from their implantable cardioverter-defibrillator (ICD). Emergency medical services (ems) was notified and the patient was transferred to their local emergency room (ER). The patient was later admitted for further work-up. The log files noted a backup battery fault on (B)(6) 2023 at 10:53:38 that would display the call hospital contact message; pump motor speed was not interrupted by this event. A black power cable disconnect event was recorded at 10:55:42, but the motor speed was maintained. A driveline disconnect was recorded at 10:56:19 and motor function was stopped during this event. A white power cable disconnect event was recorded at 10:56:35. Several silence alarm button pressed events were recorded. The data indicated that a system controller shutdown sequence was initiated several times but was not completed. A system controller shutdown sequence was completed at 11:44:38. It was thought that the patient's unconsciousness was due to disconnecting the system controller from power as there was not anything found on the clinical and diagnostic exams. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the review of the log files, the reported event was not reproduced during testing. The heartmate 3 system controller (serial number (B)(6) ) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller and the submitted log file contained relevant data spanning approximately 2 days (04jun2023 ¿ 06jun2023 per the timestamp).the log file captured backup battery fault alarm active from 06jun2023 from 10:53:38 to 11:44:38 due to the backup battery not passing the load test. During this event, the loaded voltage measured under the acceptable threshold voltage compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed and the alarm remained active until the controller was shut down. The driveline was disconnected shortly after the backup battery fault alarm activated to exchange the controller, there were no other notable events captured in the log file. Provided information indicated that the patient saw a "red" alarm accompanied by a message to "change the controller". The backup battery fault alarm is a yellow advisory alarm and the displayed message instructs the user to contact their hospital contacts. There were no alarms active prior to the controller being exchanged that would have activated a red led indicator or a message to exchange the controller. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be reproduced during testing. The root cause of the reported event could not be conclusively determined though this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarm conditions, and the actions to take if the alarm does not resolve on its own. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.